Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they measured their heart rate as lower than that set in their implantable pulse generator (ipg). Patient indicated they have sent a transmission and have an appointment scheduled with their clinic. Follow-up attempts to reach the patient's clinic to obtain additional information on the pacing rate were not successful. No patient complications have been reported as a result of this event.